Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, piece of the shell was missing, crease fold, broken plug strap, and white calcification in the surface of the shell. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a broken striated opening in the anterior side, and a broken striation in the plug strap. Fill test inspection was performed the result was no blockage. Based on the device analysis the final assessment was a striated opening in the anterior side assessed as surgical damage, a broken striation in the plug strap assessed as surgical damage, and a piece of the shell was missing assessed as inconclusive. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "patient¿s concern with the product." Additionally, healthcare professional reported capsular contracture, baker grade unknown, as "smooth & thin." Device has been explanted.